Event description:
Spouse of home patient (hp) reports incomplete prime of pt line of homechoice set. Spouse reports hp was able to reprime line and complete treatment with assistance from baxter technician. No pt injury or medical intervention required per spouse of hp.